Manufacturer narrative:
E1: reporting institution phone#(B)(6). Philips field service engineer (fse) evaluated the device using a pronk simslim8 simulator and was unable to replicate the user-reported issue of inaccurate heart rate values on the telemetry units. The device was tested with new leadsets and showed accurate values (simulated: 30 bpm, 60 bpm, 90 bpm; measured: 30 bpm, 60 bpm, 90 bpm). The device was returned to service. The user was advised to check lead placements and ensure proper skin preparation before placing electrodes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating that the telemetry mx40 was showing inaccurate heart rate values. The device was in clinical use at time of event, no adverse event was reported.